Manufacturer narrative:
One device was returned for analysis with primary complaint that the pump was not functioning. Analysis of pump found was performed and device failed flow accuracy (4.274% error margin). The expulsor was trimmed to correct the issue.

Event description:
It was reported that the device was not functioning. There was no patient involvement. Subsequent analysis was performed on device and found a remote dose cord pin stuck in the remote dose connector. Pump was tested for flow accuracy and failed (4.274% error margin).